Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen malfunctioned. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the investigation did not confirm the alleged malfunction. The lcd screen was replaced and sent to the philips product investigation lab (pil). No further repair work was performed due to the end of the lease agreement. The lcd was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator's lcd screen malfunctioned. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the investigation did not confirm the alleged malfunction. The lcd screen was replaced and sent to the philips product investigation lab (pil). No further repair work was perform due to the end of the lease agreement.